Manufacturer narrative:
The affected pk papyrus was used to treat a coronary artery perforation caused by an lcx rotablation. However, after deployment, it could not be detected by angiographic means. Subsequently, an additional pk papyrus stent was implanted and successfully sealed the perforation. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. In addition, images of the case, such as angiographies or the cathlab report, could also not be obtained. The provided clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency contributed to this event. However, a review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the in?process and final inspection requirements. During the final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. Fourteen days after the procedure, the patient was discharged from the hospital and expired on the same day. The hospital rated the outcome as not device related but procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system (2.5/15) was selected for treatment of a rotoblation induced type iii perforation in the proximal lcx. After placement, the physician was not able to see the pkp stent. A second pkp (3.0/15) was used to successfully seal the perforation. Later on, the patient condition started to deteriorate. A pericardiocentesis was performed which caused right ventricle perforation which needed surgical repair. The hospital reported, that the patient expired but not due to the use of the pk papyrus devices.